Event description:
An event involved a tego connector, it was stated that the encountered significant resistance observed when a syringe was connected to withdraw the catheter locking solution, making aspiration difficult. The event occurred during use with a patient. There was patient involved, and no harm resulted from the event. This report captures two of four incidents.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. The similar incident has four occurrences on june (B)(6) 2026. Each date has 2 occurrences. This report has been captured for the second occurrence. Furthermore, the other three occurrences have been captured in three different reports, respectively. Related complaint numbers: (B)(4).